Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. Based on the reported event stated below, it is determined that it was not the coil sheath that was broken, but the basket wire. "The coil sheath of the device broke at 10 cm from the patient¿s mouth". "The coil sheath was protruded from the patient's nose until the user used another device to remove the device". The lot number of the subject device and the delivery date are unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the similar investigation results in the past, a likely mechanism causing the reported event might be the following. Due to various factors such as the shape, numbers, hardness of the calculus, and the magnitude of the force necessary to close the basket, it can be inferred that a force larger than expected might have been applied to the device while the basket was grasping the calculus. Due to in state of "1" description, the basket became unable to be removed. An attempt was made to crush the calculus by using the bml-110a-1 continuously, a force more than expected applied to the device due to the various factors such as size, shape, hardness and a force to close the basket. The basket wire broke due to the situation described in "3". The above device handling has warned in the instruction manual as follows. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. The operation of the mechanical lithotriptor bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotriptor is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic gallstone removal using the subject device, the following event occurred. The subject device became unable to be removed from the patient since the user tried to crush the stone but could not crush it. The user tried to remove the device with the emergency lithotriptor but could not remove it since the coil sheath of the device broke at 10 cm from the patient¿s mouth. The intended procedure was completed with a similar device and the remained device could be removed from the patient. The coil sheath was protruded from the patient's nose until then. There was no patient injury reported.